Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2016-00273. Additional information received indicated the patient was implanted with 3 leads (2 from lot ab1412 and 1 from lot ab1403) and not 4 as initially reported. The leads were implanted at l4, l2 and l3. The leads located at l3 and l4 were found to have migrated. The lead at l4 was explanted and replaced. The physician elected to disconnect the lead at l3 and implant an additional lead at that level. It is unknown which lead lot number was implanted at l4, l2 and l3; therefore all possible lots are being reported.